Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have imprecise motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch orientation. The grip tip moves in the expected direction, but the motion is non-exact. The grips opened and closed properly. Additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a loose pitch cable at the proximal end. As a result, imprecise motion in the pitch orientation is observe no further damage at the proximal end was observed when the housing was removed. Loose instrument pitch cables are attributed to a loss of cable tension. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding the reported event: the instrument did not move by itself or in the opposite direction. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all, and the instrument moved in the intended direction. There was no shakiness, friction, or external collisions. The issue was persistent. It was unknown what action was being taken and/or intended when the issue occurred. In addition, no photographic images of the device(s) or a video recording were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal without lymphadenectomy surgical procedure, a customer stated that a maryland bipolar forceps instrument had unnatural wrist movement. The customer used a backup instrument to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.